Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the farawave catheter was prepped according to IFU. Staff back loaded the wire into the catheter. Catheter was placed into the sheath with no resistance, catheter was used with no issues on the left superior vein with no resistance in the movement of the wire. Upon completion of the pulses the clinician attempted to pull the wire out of the vein and it would not move. The catheter was in flower position. The clinician was able to release the wire from the vein with a clock and counter clock motion. Clinician then attempted to advance the wire to the inferior left pulmonary vein but wire was unable to move. Catheter was positioned into a basket formation and then pulled back into the sheath. Wire and catheter removed from the body intact. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The investigation concluded that there was significant damage to the guidewire with several severe offsets and stretched section on the guidewire. It is not possible to determine the root cause of the complaint conclusively, however the damage could have happen when physician was pulling the wire out of the vein and during the "release of the wire from the vein with a clock and counter clock motion." The nature of the damage to the unit is consistent with the excessive force applied during the procedure. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.